Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history records were reviewed for this manufacturing lot and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that ten (10) weeks following a cataract plus trabecular micro bypass stent system procedure, the surgeon observed displacement of the device. It was noted that a second surgery was performed to remove the dislodged stent. Any omitted information was not available at the time of this report. Additional information has been requested, but has not been received.